Event description:
It was reported that the device exhibited high output programmed therefore it was explanted. An engineering analysis was needed to identify whether the device depleted normally or not. Additional information indicated that the boston scientific technical services (ts) recommended for a device replacement therefore a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the device exhibited high output programmed therefore it was explanted. An engineering analysis was needed to identify whether the device depleted normally or not. Additional information indicated that the boston scientific technical services (ts) recommended for a device replacement therefore a new device was implanted. No additional adverse patient effects were reported.